Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch veriopro meter read inaccurately high compared to a laboratory device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4-5x daily. The patient manages his diabetes with insuman rapid and levemir insulin. The alleged comparison occurred in the beginning of march 2012. The results of the subject meter and the laboratory device were not specified. The patient continued to follow his usual diabetes management routine. Prior to the start of the alleged comparison, the reporter claims the patient was experiencing symptoms of "hypoglycemia." No treatment was specified. The reporter was not able to specify results obtained with the subject meter prior to the alleged symptoms. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to resolve the alleged issue with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. It is not known what the patient's readings were prior to the onset of his reported symptoms. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.